Event description:
Caller states that the patient tested 3.5 inr for the reference value and 4.7 inr on the duplicate test performed on the same device. No action was reportedly taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.